Event description:
It was reported that the patient received inappropriate therapies due to noise. Lead anomaly was suspected. Review of fluoroscopy was inconclusive. The lead was capped and replaced.